Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the device had no telemetry or tones. The case of the device was removed and internal visual inspection did not reveal any irregularities. An external power source was connected and the device started up normally. Laboratory analysis concluded that the cause of the no telemetry and no tones was due to the device being exposed to a magnetic resonance imaging (MRI) procedure with out being programmed to an MRI protection mode.

Event description:
It was reported that it was not possible to establish telemetry or interrogate this device during a follow up. It was noted that the patient underwent an magnetic resonance imaging (MRI) session and the device was not programmed for this procedure, thus it was suspected that the MRI session resulted in the device to be deactivated. The device was explanted and returned. No additional adverse patient effects were reported.

Event description:
It was reported that it was not possible to establish telemetry or interrogate this device during a follow up. It was noted that the patient underwent an magnetic resonance imaging (MRI) session and the device was not programmed for this procedure, thus it was suspected that the MRI session resulted in the device to be deactivated. The device was explanted, and will be returned. No additional adverse patient effects were reported.